Manufacturer narrative:
The company service rep examined the system and confirmed the system message reported. The footswitch cable was replaced. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). The nurse reported a footswitch system message displayed during surgery. The system was switched out to complete the case. There was a five minute delay. No pt injury was reported.